Manufacturer narrative:
The reported event of a data problem was not confirmed. Device image analysis indicated average monthly voltage and current trends were normal. Device did not trigger eri as the eri cutoff voltage was programmed to be less than this normal range. The device was tested on the bench and no anomalies were found.

Event description:
It was reported via a device transmission that the pacemaker had a battery voltage below the elective replacement indicator (eri), but no eri alert was delivered. The device was removed and replaced on (B)(6) 2018.